Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have stuck grip tips. It was unable to manually open the grip tips. Root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier instrument would not open. The procedure was completed with no reported injury.